Event description:
It was reported that customer received repeated minimum fill notifications while attempting to load cartridges, despite loading 100 units of insulin and having sufficient usable insulin in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pneumatic tap area, attempted to reload same cartridge without success, and then worked with technical support to properly fill and load a new cartridge; after going through three cartridges and infusion sets, loading second new cartridge resolved issue, customer resumed insulin delivery, and replacement supplies were requested.